Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that while using the zimmer air dermatome ii, air gets to the handpiece but the motor will not turn. No additional clinical information was received prior to this report.